Event description:
It was reported that a vns pt was "unable to feel stimulation as she used to" and that an interrogation of the pt's device had confirmed that her device was no longer at previously programmed settings. Follow up with the reporter revealed that the parameter changed due to a communication interruption during diagnostics performed at the pt's last visit. Troubleshooting was performed and it was revealed that the reporter's dell x5 had been plugged into the wall during the diagnostic testing, causing the event. Later, the reporter stated that he was able to successfully interrogate and reprogram the pt's device.